Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 year complaint history for leep graves spec med for 61514 shows no similar complaints filed against this instrument within a two year period. This is an isolated issue. The leep graves spec med for 61514 is a purchased product and it is not lot controlled. A review of the incoming inspection records for the leep graves spec med for 61514 shows the products were to specification upon receipt. This complaint was received on 2/28/2019, the last shipment of leep graves spec med to csss du suroit prior to the complaint receipt date was 1/24/2019. Investigation of the returned product could not confirm any inconsistency in the coating of the product. Coopersurgical will continue to monitor this complaint condition for any trends. Correction and/or corrective action; none. No changes to the process or procedure. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per e-mail report- the nurse was setting up for leep procedure when she noticed inconsistencies in the coating of the leep instrument. The coating in the leep instrument wasn't covering the whole instrument." Ref e-complaint-(B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. (B)(4).

Event description:
Per e-mail report: the nurse was setting up for leep procedure when she noticed inconsistencies in the coating of the leep instrument. The coating in the leep instrument wasn't covering the whole instrument." (B)(4).